Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, transmission failed between the capsule and the recorder. This was discovered after the capsule was placed in the patient's esophagus. There was no harm to the patient or user due to the alleged device malfunction but a repeat procedure was necessary. The capsule will not be returned for evaluation.